Manufacturer narrative:
At this time, the rate/sense portion of the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements from 0 ohms to greater than 200 ohms. Troubleshooting was performed which did not reproduce any out of range shock impedance measurements. A surgical revision was performed. During the procedure, the lead was tested via the pacing system analyzer (psa) which did not reproduce the high shock impedance measurements. The patient therapy was downgraded to a cardiac resynchronization therapy pacemaker (crt-p); therefore, the shock portion of the lead was surgically abandoned. No additional adverse patient effects were reported. The rate/sense portion of the lead remains in service.